Event description:
A report was received that during the patient's revision procedure, the physician noticed that a contact was loose from the paddle lead. The paddle lead was replaced, and the patient did well postoperatively.

Event description:
A report was received that during the patient's revision procedure, the physician noticed that a contact was loose from the paddle lead. The paddle lead was replaced, and the patient did well postoperatively.

Manufacturer narrative:
Additional information was received that only one contact was turned a bit on one side and all contacts were removed. The complaint has been confirmed. Visual inspection found that electrode # 3 is partially dislodged from the paddle. The electrode is still connected to its corresponding cable. The root cause of dislodged electrode is unknown. Visual inspection also revealed that the lead was cleanly cut 7 inches from paddle end of lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Two of the proximal ends of the paddle lead were not returned.